Event description:
Reports received from a facility in portugal stated that during the first stage of the vitrectomy procedure, the tip of the cutter broke. The doctor was able to retrieve the tip of cutter and complete the procedure with a new cutter. There were no injury or consequences to the patient.

Manufacturer narrative:
The product is not available for evaluation. The sterilization and lot history records were reviewed and found to be acceptable.